Manufacturer narrative:
Customer's service company contacted haemonetics (B)(6) 2008 to report an unknown issue with the orthopat machine. The issue was noted after use and had no impact. No injuries were reported with the machine. Upon receipt, evaluation of the machine confirmed it had experienced a major blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under (B)(4).

Event description:
Customer's service company contacted haemonetics (B)(6) 2008 to report an unknown issue with the orthopat machine. The issue was noted after use and had no impact. No injuries were reported with the machine.